Event description:
It was reported that the patient¿s pump turned 3 days prior to the report and they could not read it. A health care provider (hcp) told the patient the pump had to be removed but they ended up ¿massaging¿ the pump and they got it to turn back over. Some tests were run on the pump and everything checked out fine. The patient was sent home. Additional information received reported the pump had flipped within the pocket and had to be repositioned. The pump was infusing morphine (unknown). A follow-up report will be submitted if more information becomes available.

Event description:
It was later reported that the pump was not actually flipped, but it was loose in the pocket and bothering the patient. The actions required as a result of the event included surgical intervention to open the pocket and tack down the pump. Diagnostic testing or troubleshooting performed included x-rays. The patient¿s status at the time of report was alive ¿ on injury. The patient experienced discomfort at the pump pocket due to movement of the pump, the location of issue or symptom was the device pocket. Additional information received reported the pump sutures were coming loose from the tissue. The positioning of the device was corrected. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2014-(B)(6), product type: catheter. (B)(4).